Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements at 1.7 volts at 0.4 milli seconds to 5 volts. During the implant of this ra lead, the threshold was notably increased everywhere. This ra lead was explanted, replaced and discarded in the facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a. Implant date.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements at 1.7 volts at 0.4 milli seconds to 5 volts. During the implant of this ra lead, the threshold was notably increased everywhere. This ra lead was explanted, replaced and discarded in the facility. No additional adverse patient effects were reported.